Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-01576. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, the patient's system was explanted on (B)(6) 2020 to address the issue.

Manufacturer narrative:
(B)(4).